Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could net be performed. The most probable root cause classification of anticipated procedural complications, ths complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4): device not returned for analysis.

Event description:
(B)(4). Same patient as 2134265-2009-05103. The patient was enrolled in (B)(6) 2007. A type iii lesion was identified in the right carotid artery. The reference vessel diameter was 5 mm with a length of 18 mm. There was 60% stenosis as measured via nascet. Thrombus, dissection or pseudo aneurysm was not present. Ulceration and 2+ calcium were present. The target vessel was none tortuous. A carotid wallstent monorail stent with a 7 mm diameter and 30 mm length was successfully implanted in the intended site. A filterwire ex cerebral protection was used. Pta was performed using a maverick balloon dilatation catheter. Heart rhythm stimulant and atropine 1 ui was used during the procedure. Vasodilator was not used. The procedure was documented as successful and residual stenosis was 0-29%. Post procedure assessment (no date provided) stent was patent with 15% restenosis. Patient was asymptomatic with no complications <24 hours post procedure. One month follow up visit in (B)(6) 2007, carotid stent was not patent, residual stenosis % was not provided. Patient presented as symptomatic with complications since last visit. Abnormal speech and language function, reported as worse compared to last visit. Motor system was abnormal (hemiparesis) and worse compared to last visit. Adverse events: in (B)(6) 2007, the patient experienced major cerebral stroke. Physician comment stated "stent thrombosis." Six month follow up visit in (B)(6) 2008, the stent was not patent, residual stenosis % was not reported. Patient presented as symptomatic with no additional complications or adverse events since last visit. Patient's motor system function noted to remain abnormal but improved since last visit. Data for 12 month follow up visit was not provided.